Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, implantable cardioverter defibrillator (ICD), (B)(6) 2013; 693565, implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The weekly pace lead trend data showed a spike increase for the maximum ventricular pace bi impedance equal to 456 ohms to 2,907 ohms between (B)(6) 2013.

Event description:
It was reported that there was a lead alert for low impedance and increase in thresholds in the left ventricular lead. It was further reported there was a lead alert indicating high pacing impedance and short v-v intervals in the right ventricular lead. It was recommended to evaluate the patient and device. No further information was obtained. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.